Event description:
It was reported that the user applied a freestyle libre 3+ sensor and received a "scan error" which resolved with a force closing of the app and a device restart. The user experienced a glucose peak of 276 mg/dl with no adverse clinical symptoms reported. Outcomes included no long-term health consequences or impact. User support included communication and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and ilet, consistent with a communication failure associated with the electrical and magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-level interaction consistent with a component failure.